Event description:
This is to report a problem I experienced with walgreens "strong strips" sterile adhesive bandages, 3" x 1". Walgreens item 665547, upc 11917 05748. I used them to cover some surgical stitches on my right abdominal area as directed by my physician. I left them on overnight, approximately 8 hours. When I removed them the adhesive was so strongly bonded to my skin that small portions of skin were removed with the bandage. -notes: I have no allergies and had used another brand without any problem. This incident took place one week ago, today, and the area is still red and scabbed. I feel that the adhesive in this product is dangerously strong. I believe it would certainly harm any part of a child's skin if a parent were to use it.